Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the flow through the shunt was not happening. The shunt was never implanted, and there was no patient associated with the event.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements of the reflux, siphon, leak testing, pressure-flow and preimplantation testing therefore, lab personnel were unable to duplicate the complaint. There was particulate debris observed on the interior and exterior of the valve. The IFU cautions that, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ damage was observed on the casing. It is unknown how or when this damage occurred. The IFU cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.